Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The reported cause of the patient¿s peritonitis is touch contamination by the patient. This is supported by the culture results of klebsiella and pseudomonas. Klebsiella is part of the normal flora of the gi tract, may colonize the upper aerodigestive tract and gu tract, and are widespread in the environment and peritonitis probably results from touch contamination. Pseudomonas commonly exists in the environment and appears in moist or wet areas, like bathtubs or sinks. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis registered nurse (pdrn) reported to fresenius customer service that this patient has been hospitalized due to peritonitis. Additional information was obtained through follow-up. The patient was initially seen in the pd clinic on (B)(6) 2026 due to abdominal pain and dizziness. Pd effluent cultures were obtained. The patient was sent to the hospital due to being symptomatic. The patient was admitted to the hospital with a diagnosis of peritonitis. The hospital also obtained pd cultures. The clinic cultures resulted in negative growth. The white blood cell (wbc) count was 2365 with 80% polymorphonuclear (pmn) cells. The patient was initially receiving intravenous (IV) vancomycin per vanco trough. The hospital cultures resulted positive for pseudomonas and klebsiella (no species provided). The patient¿s antibiotic therapy was adjusted to IV ceftazidime 2g, 3 times per week and then 3g for 2 weeks total. The pd catheter is pending removal. The patient is currently completing hemodialysis (hd) treatments and pd has been discontinued. The patient remains hospitalized. The cause of the peritonitis was determined to be touch contamination.